Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that patient death occurred. Patient was admitted to the hospital emergently with myocardial infarction (mi). A 3.50x20mm promus element¿ plus stent was successfully implanted in the patient¿s left anterior descending (lad) artery. Due to some complications, patient died after 8 hours. No autopsy was performed.